Event description:
Discrepant low results for tni with triage sob vs lab tnt. Sx: symptomatic, dx.: coronary 2/ two vessel disease, treatment: patient was transferred to hospital stationary, got 2 x coronary angiographies.

Manufacturer narrative:
Investigation conclusion: the customer's complaint of discrepant results was not replicated with in-house retain testing of triage sob lot t15063n with an in-house calibrator. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.